Manufacturer narrative:
The reported field event of unable to engage the set screw was confirmed. Septum material was observed inside the right atrial (is-1) screw hex cavity. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during the implant procedure, the hex wrench was unable to engage the set screw of the header. The device was explanted and replaced to resolve the event. The patient was in stable condition.